Event description:
It was reported that the customer had to press the act button multiple times for it to work. Customer's blood glucose reading at the time of the call was 6.3 mmol/l. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. All of the buttons responded properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.